Event description:
It was reported that the hcu30 device displayed error code 1004-2 (heat/temp sensor error) when rewarming the patient. After a reboot, the device performed normally but the error code was still present. The customer then connected to the device's cardioplegia side, which was already connected to the oxygenator and restarted the rewarming process. The rewarming was successful and the operation was continued. No patient effect reported. (B)(4).

Manufacturer narrative:
(B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if additional information becomes available.